Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not adjust the time setting for daylight saving time. The customer's blood glucose level was 206 mg/dl. Tandem technical support assisted the customer with correcting the time setting.